Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received stating that the issue occurred during a spinal case.

Manufacturer narrative:
Patient information was unavailable from the site. Report source: foreign country: (B)(6). No parts have been received by the manufacturer for evaluation. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information regarding a navigation system being used in a procedure. It was reported that the camera cart monitor briefly went black, then flashed the medtronic logo, followed by a green loading bar for 10-15 seconds before it connected back and worked with no further issue. Only occurred once during the case. No delay to case. No impact on patient outcome.